Event description:
It was reported that the tubing broke off the trocar and some of the plastic tubing was left behind on the trocar. This happened after the drain was already in the pt, as the surgeon was pulling the trocar through, so the drain was able to be used and there was no harm to the pt.

Manufacturer narrative:
The device was not returned for eval. The device history record was reviewed and found nothing that would have caused or contributed to the reported event. (B)(4).